Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer "our vat team was called over for a PICC line leaking under the red piece. There was no adverse outcome. Line removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking extension tubing of a catheter is confirmed and was determined to be use-related. One 5 fr d/l powerpicc was returned for evaluation. An initial visual observation of the returned catheter revealed blood residues throughout the device. Nothing remarkable was observed along the catheter. A functional test of attempting to pressurize the catheter through each lumen using a 12 ml syringe revealed a leak in the extension tubing of the red lumen inside the red lumen. A microscopic observation revealed the split in the extension tube under the red lumen to have characteristics of flexural fatigue such as a ¿c¿ shaped impressions leading into the kink site, and a granular fracture surface. Material fatigue, or repetitive kinking or bending of the tubing appears to have contributed to the observed damage. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.